Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in mexico. As reported, this was an implant case of a 26mm sapien 3 ultra in aortic position by transfemoral approach. During the second attempt, the 26mm commander delivery system could not advance through the 14fr esheath neither. The femoral access was opened surgically to help advancing the commander delivery system and to prevent access vessel damage. CT scan of the left femoral access did show that the diameter was bigger than 5.5mm. However, difficulties were still found to pass through the esheath. Finally, the commander delivery system and valve exit esheath tip. The valve was successfully deployed. The patient outcome was good after the procedure.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the report of difficulty to advance the delivery system through the sheath was confirmed based on provided image. Available information suggests that patient factors (calcification, tortuosity) likely contributed to the event as calcification and tortuosity are present at patient's access vessel and provided follow up information. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.